Event description:
It was reported that the patient had presented with numbness and swelling in her right, upper extremity. The event was considered severe and resulted in in-patient or prolonged hospitalization. It was noted that it was unknown whether these symptoms related to the patient's device or therapy. It was also noted that the patient's last refill took place about two months prior to report. The drugs used in this system were morphine sulfate, bupivacaine, baclofen, and clonidine.

Manufacturer narrative:
Product ID: 8711, lot# j11192r29, implanted: (B)(6) 2002, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).